Manufacturer narrative:
Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed a hole in the surface of the pebax. A force test was performed, and the device was recognized and visualized correctly; however, error 106 was displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was excessive adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage observed during the analysis is unrelated to the issue reported by the customer. The potential cause could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
A patient was reported to have undergone a paroxysmal atrial fibrillation (afib) ablation procedure using a thermocool smarttouch sf catheter. An alert code (06) appeared after the catheter was connected to carto but before the first ablation, as the tip passed through the distal end of the sheath (distal exit). The force value could not be reset to zero. The operation was completed with a second device. No adverse event was reported for the patient, and the catheter was not used on them. Initially, this event was considered not MDR reportable. The device was then sent back to johnson & johnson medtech (j&j medtech) for evaluation. According to j&j medtech's procedures, a visual inspection and force test were conducted on the returned device. Upon inspection, a hole was found in the surface of the pebax, which is considered MDR reportable.